Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that the procedure was performed to treat a right cavernous carotid fistula. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the event. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other 4.5x19 graftmaster device referenced and the 4.5x26 graftmaster referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a right cavernous carotid fistula. A 4.5x19mm graftmaster covered stent was implanted, but the stent could only be expanded to 3.5mm diameter instead of 4.5mm despite dilatation up to rated burst pressure. The fistula was still permeable, so another 4.5x19mm graftmaster covered stent was implanted to continue to treat the fistula. However, this stent had the same dilatation issue. The fistula was, again, still permeable, so a 4.5x26mm graftmaster covered stent was implanted to continue to treat the fistula. This stent also had the same dilatation issue, so a coil was used to finish treating the fistula. There was no intervention performed to treat the stents. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.